Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a self test and passed. During the call, it was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was not feeling well, vomiting, and had shortness of breath. Troubleshooting was performed. The time, date, and settings were correct. Ran a fixed prime test and the insulin exited. Advised the caller that the customer should call back when the tubing clamp arrives to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.